Event description:
A facility reported the presence of bodily fluids inside hospital mattresses due to pinholes in the material (covering). The risk of this issue is that it can lead to hospital-associated infections, patient tissue degradation, serious illness of patient, or patient death.